Event description:
It was reported that while using bd facscalibur¿ flow cytometer erroneous results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: unreliable results.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975 and serial # (B)(6). Problem statement: customer reported complaint of the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 19mar2020 to 19mar2021. Complaint trend: there are 7 complaints related to the issue of erroneous results; date range from 19mar2020 to 19mar2021. Manufacturing device history record (DHR) review: DHR part # 342975 serial # (B)(6), file # 342975-e97501600-900246739-10, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the instrument producing erroneous results was a worn flow tank. The customer had been comparing the results of the patient samples taken from another instrument to results obtained from the same patient samples on this instrument and found them to be different. While this instrument wasn¿t being used for treatment, it did produce erroneous results for the patient samples and risks prolonging diagnostic identification and treatment. An fse was sent onsite and confirmed the issue to be due to a cracked flow tank (pn 334025), replaced the part, and verified the optics were to specifications. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the unexpected results from patient samples would normally pose a risk of misdiagnosis, these samples were tested prior to being run on this instrument, and the customer confirmed that these unexpected results were not used. After the repair the instrument was tested and working as intended. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: 01839221, case # (B)(4) install date: 19jan2011. Defective part number: 334025 - flow tank. Work order notes: subject / reported: unreliable results. Problem description: unreliable results. Work performed: flow tank replaced; optics checked. Cause: cracked flow tank. Solution: the issue is resolved. The instrument works within specification. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 342973ra, rev. 04vers. D, bd facscalibur product family risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. ID: 3.1.3. Hazard: instrument inoperable. Cause: tank supplier poor workmanship. 1. Leaking tanks. 2. Fit issues of sensor assemblies causing lack of pressurization. Reference (fyi-08-11). Harmful effects: 1. Delay in results. 2. Required cts and or fse visit. Risk control: 1. Changed supplier to improve quality of tanks. 2. Tank molding tool was verified after install at new supplier site. Oms #tam amended to add. Requirements to test all tanks shipped with instrument. Implementation verification: verification report. 1st article performed on first delivery in receiving inspection. Effectiveness verification: #bmp0005, fa#fa17155, co#1147e504418 probability: 2. Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results was due to a worn flow tank. Conclusion: based on the investigation results the root cause of the erroneous results was due to a worn flow tank. The fse confirmed the issue, replaced the flow tank, and checked the optics. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscalibur" flow cytometer erroneous results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: unreliable results.